Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical engineer (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine alarmed for blood leak. The leak occurred approximately 45 minutes after the initiation of treatment. The blood leak was not visually observed, however, blood test strips were used and positively confirmed the presence of blood. No dialyzer defect or damage was visible. The patient¿s blood was not returned but the amount of estimated blood loss (ebl) was not reported. No patient adverse effects were experienced, and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device was stated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: device evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device did not find any damage or irregularity on the fiber bundle or any of the dialyzer molded components. Coagulated blood was observed between the polyurethane cut surface and the screw flanges of both the cavity ID end and non-cavity ID end of the dialyzer. The returned device was subjected to a laboratory bubble point test and an internal leak was detected from a single fiber as a steady flow of bubbles was observed to emanate from the non-cavity ID end potting cut surface. The dialyzer was also subjected to a destructive disassembly for further visual examination. Upon extraction of the fiber bundle by severing form the cavity ID end, a potted fiber fragment was identified at approximately 20° with the dialysate ports situated at 0°. The potted fiber fragment was viewed under magnification (20x) on the microscope and measured at approximately 1.2 cm. Further examination of the fiber bundle did not identify any damaged, broken, kinked, looped, or irregular fibers or voids. A production records review was performed on the reported lot. There was one approved temporary deviation notice noted on the lot which were unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance's, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal leak from a potted fiber on the non-cavity ID end of the dialyzer. The complaint has been deemed confirmed.